Event description:
It was reported the pt was experiencing persistent pain at her incision site due to the anchor migrating towards the skin. Her lead and anchor were revised and placed deeper. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.